Event description:
Additional information was provided on 17sep2019: the procedure was completed by using another manufacturer's wire guide. There were no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unspecified procedure, a hiwire nitinol hydrophilic wire guide was opened. The user started activating the hydrophilic coating of the guide wire with saline. After activating with saline the user then felt the surface of the guide wire to ensure that the coating had been activated and found that the guide wire felt uneven. The user then touched the wire guide a second time and the hydrophilic coating peeled off. A second hiwire nitinol hydrophilic wire guide was then opened, and the same procedure for activating the hydrophilic coating was carried out and the same issue occurred again. Neither of the two wire guides made contact with the patient. It is currently unknown how the procedure was finished. No adverse effects to the patient have been reported due to this event. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including dimensional verification, inspection of unused product, a review of complaint history, device history record, instructions for use, quality control data, and specifications. Eighteen unopened packages were returned for investigation. The returned packaging confirms the reported complaint devices lot number. A visual examination confirmed all wire guides were in unused condition. Three packages were opened for investigation. In a dry state, prior to hydration, no surface imperfections were noted on the wire guides. When hydrated wire guide surface is rough. The three open wire guides and remaining unopen packages were returned to the supplier. Supplier investigation: all three used specimens presented indications of having been coiled while still wet; each wrap of the coiled wire had dried to the adjacent wraps. After wetting each of the used devices with blood-bank saline, the specimens were subjected to visual and tactile examination. Specimen #1 the coating appeared visually and tactilely rough when examined at 1x ¿ 18 inches, unaided, wet; the coating was acceptable per the workmanship standards. The specimen presented a large radius bend over the distal 8.75cm. Microscopically the specimen coating appeared to be worn and abraded. Specimen #2 the coating appeared visually and tactilely rough when examined at 1x ¿ 18 inches, unaided, wet; the coating was acceptable per the workmanship standards. The specimen presented a large radius multi-directional bend over the distal 7.0cm. Microscopically the specimen coating appeared to be worn and abraded. Specimen #3 coating appeared visually and tactilely rough when examined at 1x ¿ 18 inches, unaided, wet; the coating was acceptable per the workmanship standards. The specimen presented a large radius bend over the distal 10.0cm. Microscopically the specimen coating appeared to be worn and abraded. Except where noted, the specimen devices appeared visually and dimensionally correct. Two specimen wires from each box were randomly selected and analyzed. Dimensional verification: the specimens presented overall lengths of 150.45cm, 150.35cm, 150.30cm, 150.55cm, 150.40cm and 150.35cm, and finished diameters of .03165¿ to .03370¿, .03270¿ to .03365¿, .03205¿ to .03340¿, .03220¿ to .03365¿, .03250¿ to .03405¿ and .03145¿ to .03325¿. A gage bushing certified to be .0350¿ passed over the length of each of the specimens with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. For optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. The specimens did not present any obvious damage or defects when examined in the dry state by the supplier. At no point during the analysis of the wires did the hydrophilic coating of the wires present any indication that it would ¿peel off¿. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that physician preference has contributed to the event as reported. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 30sep2019.